Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient's weight was 168 lbs. It was reported that the patient experienced no pain relief with titration. It was also reported that the patient felt the pump moving around in the pocket. It was further reported that no cerebrospinal fluid (csf) was aspirated during catheter study. The hcp had put a referral to neurosurgeon for possible revision.

Manufacturer narrative:
Continuation of d10: product ID 8785 implanted: (B)(6) 2023 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(6), ubd: (B)(6) 2023, UDI#:(B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6)2024, UDI#: (B)(4). ; product ID: 8780, serial/lot #: (B)(6) . Ubd: (B)(6) 2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an implanted infusion pump system for non-malignant pain and back pain with leg pain. The pump was used to deliver dilaudid (hydromorphone). Dose and concentration information was not reported. It was reported that the patient was trying to reach a manufacturer representative (rep). Per the patient, the pump had not been working for months. The pump/catheter had "not been letting medication out of the pump". This started "around (B)(6) 2023". The "line was crimped once before" (see manufacturer report # 3004209178-2023-15158) and the patient believed that was what was happening again. The patient was redirected to their healthcare provider (hcp) to address the issue. Per the patient, their doctor wanted the patient to have a computed tomography (CT) scan done, but told the patient that they had to call the rep and that the rep had to be there.